Event description:
It was reported that when using the bd pyxis¿ medstation¿ es scanner was not functioning when attempting to scan medications. The customer confirmed that the scanner had a light and beeped during scanning; however, it did not populate any data. The customer attempted troubleshooting by rebooting the station; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the scanner was down. A field service engineer (fse) observed that the scanner beeped and the lights flashed, but the scan did not populate in the software. The scanner was replaced, but the issue persisted. The ports were then checked, and it was found that the new scanner was connected in wrong port. The scanner was disconnected, com3 was deleted, and after reconnecting the scanner, the issue was resolved. The system functioned as intended after the field service engineer repaired the device.